Manufacturer narrative:
The investigation was just started, the result will be forwarded after closing the investigation. H3 other text : on-going.

Event description:
It was reported that a problem with the device was encountered. The device gave an alarm system failure during use.

Manufacturer narrative:
The available information was analyzed. The service engineer on site found the pcb mobi to be faulty; the board controls the display functions and the user interface. Reportedly the device failure occurred approximately one hour after the air conditioning system of the operating room became non-functional. At the time of event, the relative humidity was about 85% at a room temperature of 32°c. Under these conditions, the dew point is approx. 29.2 °c. It is therefore quite conceivable that condensation has occurred on cooler surfaces inside the device, which has subsequently led to a short circuit and thus to a malfunction of the affected pcb mobi. In case of an internal system fault, the device is no longer operable in automatic ventilation modes and, the possibility to interact with the device becomes restricted. Manual ventilation as well as fresh gas delivery, using the o2 emergency dosage, including agent remains possible. The instructions for use contain information on the ambient conditions during operation, transport and storage of the device. It was not possible to determine with certainty whether the climatic conditions led to the device failure but ¿ as stated by the user in his report - a causal connection would be a likely explanation. Anyways the affected pcb mobi was replaced and the device passed all tests according to manufacturer's specification afterwards. Dräger finally concludes that the reported issue is an isolated case, was most likely related to an infrastructure problem with appropriate measures already in place (IFU information).

Event description:
It was reported that a problem with the device was encountered. The device gave an alarm system failure during use.